Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #760d12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/2. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle confirmed the event of would not fire. The reported event difficult to open was confirmed and it is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number a98w1e and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 760d12, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver donor procedure, it was observed that the stapler engaged for one second and then lost power. The manual override was immediately used to remove the stapler from the patient. Upon opening the jaws, no tissue was transected and no impact to the patient occurred. Another stapler and reload were opened to finish the case with no issue. There was no patient consequence reported. No additional information was provided.